Manufacturer narrative:
Additional info: this file has been updated to reflect the corrected information. Upon completion of the investigation a follow up report will be filed.

Manufacturer narrative:
Updated UDI: (B)(4). Upon completion of the investigation it was noted that the valve was visually inspected it was noted that the stator was dislodged. Therefore; the cam position/programming and pressure test could not be determined. The valve was hydrated. The valve was flushed, the valve passed the test no occlusion was noted. The valve was leak tested, no leaks were noted. The catheters were irrigated, no occlusions were noted. The valve was reflux tested. The valve failed the test. The valve was dried. The valve was dismantled and was examined under microscope at appropriate magnification: a crack and a scratch mark were noted in the valve casing. This is probably due to the valve receiving some form of impact. Corrosion was noted on the stator. The cam magnets were controlled. The magnets passed. Review of the history device records confirmed the valve product code 82-3112, with lot cjcb5w, conformed to the specifications when released to stock on the 13th march 2008. The root cause of the corrosion could not be clearly determined. The root causes for the dislodged stator could be partly due to the valve receiving some form of impact, as well as the corrosion, this however could not be determined. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Manufacturer narrative:
Additional information was received on 30 march 2017 indicating that the previously reported alert date was incorrect. This report has been updated with the corrected date of alert (21 march 2017).

Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
The customer reported that the stator dislodged